Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and a repeat procedure was not performed. No intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The bravo user has been performing this procedure for the last four months. Lubricant was not used to facilitate capsule placement. There was no harm to the patient or to the user. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system and capsule were returned to medtronic for investigation. The device was visually investigated for external damage. The capsule did not arrive attached to the delivery system. The device had signs of blood and tissue on it. The trocar needle was advanced and the delivery system was not bent. The plunger was not broken and the emergency release was not implemented. Based on the investigation performed, the device functioned according to specification, without damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The trocar needle on the capsule was advanced, the delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were visually acceptable. The delivery system did not have any visible damage and according to the condition in which the device was received, the delivery system and capsule seemed to have functioned to specification. Following investigation the delivery system and capsule were without damage and the cause of the failure was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.